Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that some personal profile settings got deleted from pump after a reset. Reportedly, customer and healthcare provider corrected the settings to resolve the issue. There was no reported impact to customer's blood glucose.